Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture were used. During surgery while closing the incision the suture needle broke in half. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Did the needle break during the procedure? 2. Did the suture break during the procedure? 3. Did the needle separated from the suture during the procedure? 4. If the needle broke: a. What was the size of the needle used? B. Was more than half the needle retained in the patient? C. Where is the needle retained; in what structure? D. Are there plans to remove the retained needle piece? E. Was there any adverse patient outcome? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Reporter sent report to the FDA via medwatch# (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.